Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to ICU with a heart rate in the 30's, experiencing complete heart block (chb). A chest x-ray revealed the leads were found to be out of the heart, as the patient had rotated the pacemaker while attempting to remove skin glue at the incision site. The right ventricular (rv) and right atrial (ra) leads had both dislodged, and twiddler's syndrome was suspected. During the lead revision, the rv lead was able to be repositioned, however, the ra lead was replaced due to an elongated helix that was unable to retract. No further patient complications have been reported as a result of this event.